Event description:
It was reported that during an unknown procedure, the staples would not release. The device did not staple, whereas it was loaded and the handles were working well. Then it was very difficult to reopen it; the surgeon had to force the device. Another like device was used, but the same problems occurred. No info is available about the cut. The procedure could be completed with the second device, after the reload with another cartridge. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/20/2009. Info anticipated, but unavailable at this time.